Event description:
Reportedly, the sensitivity was programmed at 1 mv. Nevertheless, the sensivity displayed on the histograms was 0.6 mv on the remote monitoring report.

Manufacturer narrative:
The conclusions are as follows: - the minimum sensing value was programmed at 1 mv manually. - nevertheless, the automatic sensing is activated. - therefore, the sensing algorithm does not take anymore the manual value. That is the reason why, in the sensing histrograms the minimum value displayed is 0.6 mv. - therefore, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the sensitivity was programmed at 1 mv. Nevertheless, the sensivity displayed on the histograms was 0.6 mv on the remote monitoring report.